Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit's helium transducer is not calibrated. Customer calls reporting a cardiosave that needs the helium transducer calibrated. Customer states the message has been on the screen since early yesterday. Patient is on the pump and is due to come off therapy tomorrow. Customer would like the pump serviced for calibration of the helium transducer at that time. No harm to patient or change to therapy due to this issue.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10 it was reported that the cardiosave intra-aortic balloon pump (iabp) unit had failure to calibrate the helium transducers. A getinge field service engineer (fse) evaluated the unit and reloved the issue by calibrating the transducer. Fse then performed full calibration and tested the unit. The iabp then released for clinical use. No patient concerns.